Manufacturer narrative:
The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
(B)(4) clinical study. It was reported a death occurred. On (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed. A 27mm watchman ® laa closure device was successfully implanted. On (B)(6) 2017, the patient was admitted to an outside hospital for seizures. On (B)(6) 2017, the patient died. The cause of death is unknown.